Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was a programming error involving magnesium sulfate infusion. Magnesium sulfate 2g IV was started at 0735 to run at 25ml/hr. At around 0818, it appeared that the infusion guardrails were reportedly "overridden and was changed to 999ml/hr., which resulted in about 1.3g of magnesium sulfate being administered in 2 minutes." The patient became lethargic and had developed hypotension and tachycardia. Rapid response was called, and the patient was given a bolus of normal saline 1 liter, oxygen via non-rebreather mask at 15l/min, started on a norepinephrine drip, and transferred to the ICU to stabilize their condition.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that there was a programming error involving magnesium sulfate infusion. Magnesium sulfate 2g IV was started at 0735 to run at 25ml/hr. At around 0818, it appeared that the infusion guardrails were reportedly "overridden and was changed to 999ml/hr., which resulted in about 1.3g of magnesium sulfate being administered in 2 minutes." The patient became lethargic and had developed hypotension and tachycardia. Rapid response was called, and the patient was given a bolus of normal saline 1 liter, oxygen via non-rebreather mask at 15l/min, started on a norepinephrine drip, and transferred to the ICU to stabilize their condition.